Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths, but may have caused or contributed to the need for a permanent pacemaker implant. The mean patient weight was reported as 73 kg. No further details were provided.

Manufacturer narrative:
Citation: stathogiannis et al. Long-term outcomes and valve performance in patients undergoing transcatheter aortic valve implantation. Am j cardiol. 2021 feb 20;s0002-9149(21)00146-6. Doi: 10.1016/j.amjcard.2021.02.006. Earliest date of publish used for date of event. Medtronic products referenced: corevalve and evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term outcomes and valve performance in patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from three centers between january 2012 and june 2015. The study population included 273 patients (predominantly male, mean age 80.6 years), all of whom were implanted with a medtronic corevalve (n = 156) or evolut r (n = 117) bioprosthetic valve (no unique device identifier numbers provided). The authors discussed bioprosthetic valve failure (bvf) defined as severe structural valve dysfunction (svd) accompanied by consequent clinical manifestations such as thrombosis, endocarditis or non-svd, and also included autopsy findings of bioprosthetic valve dysfunction likely related to the cause of death or a valve-related death. Among all patients, 120 deaths occurred throughout the study period with a median follow-up of 5 years and a maximum of 8 years. The estimated survival rates at 1, 5, and 8 years were 89.0%, 61.1%, and 56.0%, respectively. Five patients diagnosed with mild to moderate svd died during follow-up due to: upper gastrointestinal bleeding at 2.7 years post tavi, hematological cancer at 3.7 years post tavi, abdominal aorta aneurysm at 4 years post tavi, and lung infection at 4.6 and 5.1 years post tavi. There were no deaths in patients categorized with bvf. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: severe paravalvular leak, severe svd, mean gradient =40 mm hg, thrombosis, endocarditis, major vascular complication, life-threatening bleeding event, arrhythmia requiring permanent pacemaker implant, stroke, and valve-in-valve implant for unspecified reason. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.